Event description:
Suffering from depression and on pamelor. Suggested that a check for heavy metals toxicity was in order. Tested at 133.6 ppb of mercury on a 24 hr edta challenge test. Tried to lower the numbers with chelation using a combination of edta and an experimental drug with limited success. Finally in the summer of 98 had all amalgam fillings removed. Continued chelation reduced mercury numbers to the low normal range.